Event description:
The customer would like the run data file investigated to determine a possible cause for the higher than expected wbc content in the platelet product reported for a tpp platelet donation. The customer also reported that the donor complained of being uncomfortable. It's unclear whether the complaint was of the result of an acd-a or fluid loss reaction. The donor was provided with calcium (tums) and fluid immediately after the event. The donor did not require f/u. The disposable was discarded and unavailable for return. This report is being filed due to a device malfunction in relation to the wbc content and a mild donor reaction.

Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-progress. A f/u report will be provided.